Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber was used in a bladder stone procedure performed on (B)(6) 2022. The laser unit used was a lumenis 100 watt laser console. During preparation, the physician noticed that the laser fiber jacket cover extended to the very end of the laser fiber. The procedure was completed with another flexiva pulse ID laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Block h10: investigation results the returned flexiva pulse ID laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The laser fiber measured 278.9 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass was detached. A functional evaluation revealed that the light from the sma connector was bright and round, indicating that there was no fracture within the fiber connector. No other problems with the device were noted. The reported event of the flexiva pulse ID laser fiber tip detached was confirmed. It is likely that procedural conditions and handling of the device during use contributed to the fiber tip damage. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber was used in a bladder stone procedure performed on (B)(6) 2022. The laser unit used was a lumenis 100 watt laser console. During preparation, the physician noticed that the laser fiber jacket cover extended to the very end of the laser fiber. The procedure was completed with another flexiva pulse ID laser fiber. There were no patient complications reported as a result of this event.